Event description:
A trilogy evo o2 ventilator was returned to a third-party service center for service. There was no harm or injury reported. During evaluation of the trilogy evo o2 a ventilator inoperative condition was identified. A failed software upgrade attempt occurred, and the system board went into a corrupt state. The error logs could not be viewed. Afterwards, the software upgrade to version 1.06.15.00 was successful on the second attempt. Apon further review, an error code in relation to (therapy central processing unit (cpu) is still running in boot monitor software) was observed in the device event log. Therefore, the trilogy evo system board was replaced to address the reported occurrence of a ventilator inoperative error being triggered. No alarms sounded at bench run in and the device passed all testing. Additionally, the machine flow sensor was replaced as per fsn procedure unrelated to the reported event. The air inlet foam filter, particulate filter and internal battery were replaced as a part of maintenance. The detachable battery was not replaced at this time.

Manufacturer narrative:
The reported failure of [therapy central processing unit (cpu) is still running in boot monitor software] is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.